Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One cuffed pediatric tracheostomy tube was received for evaluation. A visual inspection was performed, and it was observed that the flat pilot balloon was damaged and exhibited an air leak. Inflation and deflation tests were performed by using an 8cc syringe. Air was applied to the cuff and it was observed that it would immediately deflates. The customer reported malfunction was verified.

Event description:
A report was received stating a tracheostomy tube had an alleged defect during prior to use testing. There was no reported patient harm. There is no death or serious injury associated with this event.